Event description:
It was reported the patient (B)(4) is not receiving adequate pain relief to his primary target area (feet). Efforts to address this matter via reprogramming have been unsuccessful thus far. The patient expressed desire to have the therapy system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.